Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator displayed a technical error code that indicated that one of the internal supply voltages was too high. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The inspiratory and expiratory pressure transducer printed circuit boards (pcb) were replaced during on-site troubleshooting and were returned for investigation. Simulated use testing in reference ventilators showed that both pcb were faultless. The reported technical error is confirmed in received device logs showing that the alarm and other power failure related alarms were generated on (B)(6)2018. The date of event is updated accordingly. The logs contain the reported technical error but this was not caused by the returned pressure transducer pcb. The root cause of the reported issue could not be determined since the problem was not reproduced. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).